Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient has continued to have seizures. Dbs settings remain unchanged. Fycompa was changed to xcopri due to insurance and the patient has had additional seizures during the medication transition. They started on 25 mg and is to increase the dose by 50 mg every two weeks until 200 mg is reached.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient had 13 seizures between his clinic appointment in (B)(6) 2025 and his clinic appointment in (B)(6) 2025. A dbs adjustment was made. L ant ma increased from 3.2 to 3.5. R ant ma increased from 2.2 to 2.4. It will take some time to learn if these adjustments lessened his seizures and the issue was considered ongoing.

Event description:
It was reported that there was sensory disturbance over scalp. In an attempt to achieve greater seizure control, during clinic visit, the patient's left ant ma was increased from 3.0 to 3.5. At 3.5 ma, the patient experienced a mild burning sensation over their scalp. The sensation went away when the setting was lowered to 3.2 ma. The etiology had a causal relationship with the device or therapy, due to programming. The issue was resolved without sequelae.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 21-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.